Manufacturer narrative:
Device is an instrument and not implantable. Investigation is pending.

Event description:
During a surgery to extract hardware, one universal driver broke and the other the prongs bent. The surgery was extended, however, it is not known by how long.